Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the inner cannula become increasingly longer after cleaning with warm water. This presented a risk of injury to the patient's trachea. No death or serious injury was reported in connection with this incident.

Manufacturer narrative:
Device evaluation summary: the following used decontaminated samples were received in plastic bag without its original packaging: 4 x blu thin wall inner cannula 1/ea; 1 x cannula smooth inner 9mm 1/ea; 1 x moulded tracheostomy tube with flange uncuffed 9.0mm. The samples were visually inspected and appeared to be in good condition. All five inner cannula lengths were then measured. Two of the samples were found to be within drawing specification, while the other three were found to be nonconforming against specification and did not fall within 1.0mm of tube tip when inserted into the tracheostomy (trach) tube. Additionally, a review of the manufacturing process was conducted and was considered adequate and correct. Based on low occurrence of this issue, and all available information, the complaint was confirmed. However, the exact problem source was not able to be determined.